Event description:
It was reported that patient had their implantable neurostimulator (ins) moved due to discomfort. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 3998, lot# lb3392, implanted: (B)(6) 2003. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).